Event description:
Patient reported right side capsular contracture baker grade iii with chronic, slightly florid inflammation, seroma and a rupture. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, and seroma-late. Device evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Opening device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event